Event description:
It was reported by the physician's office that the vns patient passed away on (B)(6) 2014. The cause of death and its relationship to vns are unknown. No further information relevant to the patient's death has been received to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. A battery life calculation using the available programming history showed approximately 2.9 years remaining as of (B)(6) 2011. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep.

Event description:
Additional information from the patient's death certificate was received. The manner of death was accidental from blunt trauma to the head due to a fall down a flight of stairs. Further communication with the patient's last treating neurologist revealed that the patient likely suffered from a brain hemorrhage at her time of death. They indicated the patient's death is not related to any aspect of vns. It was also noted that the patient's vns battery was depleted in her last appointment in (B)(6) of 2014. Based on the available information about the patient's death, an internal classification has determined that the death was unlikely to be sudep. No additional pertinent information has been received to date.